Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for 120 vac power source.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for 120 vac power source. Additional testing was performed following the device repair, and the device failed a test step for oxygen low flow. The service technician determined adjustment of grey removable foam is necessary. The foam was adjusted correctly. The device passed all testing.